Manufacturer narrative:
Carefusion file identification: (B)(4) . Any additional information received from the customer will be included in a follow-up report. (B)(4) .

Event description:
The customer reported the uim (user interface model) touch screen is not responding at all while using the avea ventilator. The customer reported performing screen calibration but was unable to as the screen is not responding. The customer reports there was no patient involvement.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation. The technician cycled the unit for twenty minutes and the unit worked properly. The technician cycled the power off and calibrated the touch screen and it still worked properly. The technician was unable to duplicate the reported issue, there is no failure detected.